Event description:
This rv lead was implanted on (B)(6)2011 and remains implanted as of this time. A call was placed to technical services on (B)(6)2017 stating that the patient had a rv pace impedance way back in (B)(6). The physician was dr.(B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).